Event description:
It was reported that the patient had methicillin resistant staphylococcus aureus (mrsa) infection at the midline incision and foot. The patient went in the hospital and was given IV antibiotics. Additional information that the patient was doing well postoperatively. The patient was scheduled for an explant procedure but was cancelled due to the patient being sick.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had methicillin resistant staphylococcus aureus (mrsa) infection at the midline incision and foot. The patient went in the hospital and was given IV antibiotics. Additional information that the patient was doing well postoperatively. The patient was scheduled for an explant procedure but was cancelled due to the patient being sick. Additional information was received that the patients sickness was not device related. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred previous week from the date manufacturer became aware of the event.

Event description:
It was reported that the patient had methicillin resistant staphylococcus aureus (mrsa) infection at the midline incision and foot. The patient went in the hospital and was given IV antibiotics.